Event description:
Approximately 10 minutes into hemodialysis treatment a leak occurred in the bloodline pump segment. Due to possible contamination, the blood volume in the extracorporeal circuit was discarded resulting in estimated blood loss = 250cc. No pt injury or need for medical intervention is reported.